Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user experienced quality control issues and questionable ise results for patient samples. The user provided data for one patient sample. The initial sodium result was 131 mmol/l and was reported outside the laboratory. The sample was repeated on the same analyzer and the result was 140 mmol/l. The sample was also repeated on a cobas c501 analyzer and the result agreed with the result of 140 mmol/l. The user did not have the specific data generated on the cobas c501. The repeat result was considered to be correct. The patient was not adversely affected. The sodium electrode lot number and expiration date were not provided. The field service representative determined there was a clot in the flow path and he cleaned it. To verify the analyzer operation, he ran ise calibrations, quality control and precision testing with all results within specifications.